Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) surgical procedure, it was discovered that the ¿quick release was sticking¿ on the torque limiting attachment device. According to the reporter the ¿drill bits¿ were falling out of the device. It was further clarified that the drill bit used was loose; the surgeon tried to drill a hole in the bone, however, the device would not hold the drill bit. The reporter also stated that during drilling, the drill bit became stuck in the bone and the drill bit had to be manually pulled from the bone. There was a forty-five minute delay in surgery as the procedure had to be completed by hand. The reporter stated that a spare device was used to push the screw halfway into the bone. The surgeon then had to use a hand technique to manually screw the drill bit into the bone. The surgery was completed successfully. The patient was a canine. The reporter stated that the post-op condition of the patient was normal. The reporter clarified that the event occurred during the month of february 2014; however, the exact date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the disconnecting sleeve was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined that the device appeared to have been mishandled or dropped. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.